Manufacturer narrative:
Evaluation codes, conclusion: modification of device.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aorta aneurysm approximately 1 month ago. The vessel morphology was unremarkable. It was reported that prior to the insertion of the delivery system in the pt, the stent graft was deployed and the physician performed two fenestrations in the stent graft. The stent graft was reloaded into the delivery catheter and implanted in the pt. The pt had left the or and the next day became acidodic. Laparoscopic exploration was performed twice on unk date and a bypass of the sma was also performed. The pt arrested and expired on an unk date.